Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. It was also received with moisture damage on the motor, battery tube and vibrator assembly. The device had a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that the customer went into the pool with the insulin pump and the display went blank. It was confirmed that the device did not have any cracks, but fluid could be seen under the screen. Customer's blood glucose value was 132 mg/dl. After troubleshooting, the father stated that the display did not return. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.